Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of a sacciform left renal artery. Vessel morphology was not reported. It was reported that the patient had a sacciform aneurysm below the renal artery, and a single use of an aortic cuff 28x28x70 was planned. Because the neck length was only about 10mm, the cuff was deployed targeting just below the left ra, but as a result, the ra was occluded by about 2/3. The aortic neck was slightly tortuous and the physician assumed that the aortic cuff would lean toward the left renal artery. The physician attempted to shift the cuff by inflating the balloon and applying some tension; however, the cuff did not move. Because there was no device that could be used to provide additional treatment for the renal artery, the physician determined that no further treatment is viable. No clinical sequelae were reported and the patient will continue to be monitored.